Manufacturer narrative:
Additional information: h6 and h11. The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the photo and video showed a leak from the access blood header of the filter. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the filter header of a prismaflex tpe2000 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.